Event description:
While performing CPR on a patient, the pads that were applied began to unpeel from the patients bare chest. The pads eventually lost enough contact with the skin resulting in loosing the electrocardiogram (ECG) on the monitor defibrillator. This made assessing the patients ECG impossible potentially losing an opportunity to defibrillate.